Manufacturer narrative:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss in the circuit occurred, checked the tubing (tight and blood-free) and resolved the issue by pressing iab fill. There was no harm or injury reported.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss in the circuit occurred. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation and component codes) a gas loss alarm noticed for the first time. By the time of call back, nurse had confirmed that the tubing was secure and free of blood. Pressing iab fill resolved the alarm. Esp personnel discussed possible causes of the alarm with the user.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,g3, g6, h3, h11. Corrected fields - h6 (component codes).